Manufacturer narrative:
The ca2 reagent lot number was 85679901 with an expiration date of 30-apr-2026. The ast reagent lot number and expiration date were not provided. The field service engineer (fse) found that a vacuum nozzle tube at a cell rinse station was damaged, which caused dripping/leaking. The fse replaced the tube and adjusted the wash water volume at the cell rinse station. Operational checks were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation of discrepant results for 4 patient samples tested for either calcium gen. 2 (ca2) or ast on a cobas 8000 c702 module. Patient 1 initial ca2 result was 5.7 mg/dl. The sample was repeated twice with results of 7.5 mg/dl and 7.7 mg/dl. On (B)(6) 2025, patient 2 initial ca2 result was 7.0 mg/dl. The repeat result was 9.7 mg/dl. On an unknown date (on (B)(6) 2025 or after), patient 3 initial ast result was 74 u/l. The repeat result was 16 u/l. On an unknown date (on (B)(6) 2025 or after), patient 4 initial ast result was 220 u/l. The repeat result was 22 u/l.